Event description:
Item suture pass or pro reference: rsg-14f. When the surgeon was using the item during surgery, pieces of plastic were coming off of the plastic "trocar". When they put the very sharp passer through the trocar, it is shredding the plastic from the trocar. The pieces were retrieved - there was nothing left in the patient. We are watching for subsequent instances with this device.